Event description:
It was reported the patient's device had over discharged along with a power on reset condition. Multiple physician mode recharges were performed with no success. X-rays confirmed the device was oriented appropriately. The charging device was operating appropriately. No symptoms or patient injury were reported. No further outcome was reporter. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).